Event description:
The pt reported experiencing frequent low blood glucose readings after inserting her insulin infusion sets. She stated she gets as low as the mid-50's mg/dl with her normal range being 80-150 mg/dl. She said she corrects her blood glucose levels by eating fast acting carbohydrates which returns her to her normal range until she changes her infusion set again. She stated she has talked to the manufacturer of her insulin infusion device (competitor product) and they could not find anything wrong. The pt did not want to talk further as she was on her way back to work. On follow up, the pt stated the lows are continuing and have been experienced over several boxes of infusion sets and several lot numbers. The pt was sent a different type of infusion set. Further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.